Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were damaged at the vial adapter, interrupting insulin delivery. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. Customer loaded a new cartridge to address the issue.